Manufacturer narrative:
(B)(4). Ez-io power driver was returned for evaluation. Upon receipt, the driver was visually inspected. When the trigger was pressed, the driver was operable and a steady green led light was displayed. No damage was noted to the distal tip rubber seal. The tethered trigger guard was also present on the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45 mm ez-io needle set into a medium and/or hard bone. The device was tested on the hard profile sawbone with up to 20 lbs. And 30 lbs. The device could not be stalled of downward force before completing the insertion and continued to operate. The motor was connected to dc power supply and when the trigger was pulled the led displayed a steady green light and the motor ran. Batteries were subjected to a simulated load test. Load test results show that all batteries (each) were depleted below 20% capacity. Other remarks: "if the driver stalls and will not penetrate the bone you may be applying too much downward pressure and" in the unlikely event of a driver failure, remove the ezio power driver, grasp the needle set by hand, and advance the needle set into the medullary space while twisting the needle set." No corrective actions will be implemented at this time as there were no device deficiencies identified which would contribute to this incident. The manufacturer will continue to monitor and trend for reports of this nature.

Event description:
A paramedic attempted to insert a 25 mm needle into the patient's left tibia. The driver stopped halfway through insertion. The paramedic grabbed another driver and needle and inserted it into the right tibia successfully. The patient was pulseless upon arrival and pulseless at departure.